Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
The patient experienced pain in feet, burning soles of feet with tightness and spasms. The patient was examined and palpated. The lead had migrated. An x-ray on (B)(6) 2013 showed one lead was bowed off to the left and was likely causing lumbar nerve root irritation. It was reported that the lead was replaced on (B)(6) 2013 but the device manufacturer registration indicates it was replaced on (B)(6) 2013.

Event description:
Additional information received reported that the patient had the stimulator reprogrammed. The patient resolved without sequelae.

Manufacturer narrative:
(B)(4).